Event description:
According to a copy of an operative summary forwarded from the surgeon, a pt's bjork-shiley aortic heart valve was replaced, due to "severe aortic insufficiency," due to a perivalvular leak. The pt survived the surgery.